Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead, implanted (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed rising thresholds over the past six months. The physician elected to cap the lead. A new lead was implanted. No further patient complications have been reported as a result of this event.